Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. The customer's blood glucose was 294 mg/dl at the time of incident. Customer stated the alarm was resolved by an infusion set change. The customer also reported a high blood glucose incident where their blood glucose rose to 600 mg/dl. The customer stated they have called in several times in regard to the alarms, but the issue was not resolved. Customer's current blood glucose was 165 mg/dl. The customer also reported feeling nauseous and vomiting from their high blood glucose. Customer treated their blood glucose with the insulin pump. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The insulin pump will not be returned for analysis.